Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025, it was reported that the patient was at home, in her bedroom at 4 pm when she started feeling sick. She thought she had a flu. The cgm reading was low. She took orange juice, peanut butter and crackers. Then the patient started vomiting. She ran out of test strips so she called the ambulance at 8:30 pm or 9 pm. The ambulance arrived and emt took a bg reading which was 920 mg/dl and the cgm was still showing low. The patient was taken to the hospital and there they performed tests and the patient was treated by the nurse with unspecified medication. The pump was removed. Within 12 hours, she started to feel better, the nurse tested her blood glucose multiple times but she couldn¿t recall the other values, the final bg was 140 mg/dl. The patient was hospitalized for 48 hours. The doctor provided long acting insulin pen: lantus and novalog when she was released and went home and felt fine when discharged. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken by the paramedics. Data was received but does not reflect the full investigation window. The allegation could not be determined. No additional patient or event information is available.